Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove or replace the lens are identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was later intraoperatively removed and replaced for a same size lens, different axis and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: lens was returned dry within a microcentrifuge vial. Visual inspection found an optic and haptic deformed lens. Dimensional inspection found lens to be manufactured within specifications. (B)(4).